Event description:
In early 2009, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter had read inaccurately high. The pt indicated that the alleged meter issue started in late 2008, at 12:00 pm. The pt reported blood glucose results of "90 mg/dl" with a lifescan meter and "40 mg/dl" on another meter, performed greater than 30 mins apart from each other. The pt denied developing any symptoms because of the alleged meter issue. However, the pt claimed that she received treatment in an emergency room (ER) due to the alleged issue. The pt claimed that he was treated with a glucagon injection a week prior to original date, at 1:00 pm. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he received treatment for hypoglycemia in an ER after the alleged meter issue began. The pt was treated with a glucagon injection.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.